Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The staples appear properly aligned. The stapler was returned with one loose staple that was properly formed and one staple successfully attached to a piece of foam. The returned sample was initially inspected at teleflex japan. Upon inspection there, two staples were able to properly form but unable to release from the device. The stapler was returned with 35 staples left in the cartridge. Reference file pic_(B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly form, but did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample other remarks: was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. One staple was able to correctly form, but did not release. The staple was manually removed. Two more attempts were made and the staple would not be released in either attempt. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was done two more times with the same result. The lab inventory anvil was returned to the lab inventory stapler. Upon assembly, the trigger was engaged and one staple correctly formed and released. The anvil appears to be defective. No other defects or anomalies were observed. The sample was shipped to the manufacturing site for further investigation and it was confirmed that the anvil is defective. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." Nonconformance has been previously opened and is currently in progress to further investigate the complaint issue as the anvil did not release the staples once the trigger was engaged. The anvil was placed in a functioning lab inventory stapler and would not release the staples. The anvil in the returned stapler is defective. The reported complaint of "staple stuck in unit" was confirmed based upon the sample received. The staples were able to properly load and close in the stapler, but they were unable to release from the device. The anvil from the returned sample was put into a functioning lab inventory stapler. Upon engaging the trigger, the staple formed but would not release. The anvil from the lab inventory stapler was put into the returned stapler and upon functional inspection, the stapler formed and successfully released. The sample was sent to the manufacturing site for further investigation and it was confirmed that the anvil is defective. The stapler was returned with 35 staples left in the cartridge. No errors could be found in the assembly. The anvil is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. Nonconformance has been previously opened and is currently in progress to further investigate the defective anvil part.

Event description:
The staple got stuck in the device during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73l1600583 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staple got stuck in the device during use. There was no patient injury.